Manufacturer narrative:
The event was discovered during a retrospective review of case report forms by the (B)(4) research department between (B)(6) 2010 and (B)(6) 2010. The event was forwarded to appropriate personnel on (B)(6) 2010, for complaint/MDR determination after completion of the review. No device returned, device remain implanted. Additional pt follow-up history: on (B)(6) 2008 - bowel incontinence, decreased rectal tone. MRI showed epidural clot. On (B)(6) 2008 - ankle swelling, leg, buttock and calf numbness. On (B)(6) 2008 - incontinence, back pain, right leg pain, right foot paresthesia, right buttock pain.

Event description:
The pt originally underwent fusion and decompression (laminectomy) at l4-5 in 2008 (exact surgery date unk). Approx three days after surgery, removal of hardware at l4-5 and evacuation of hematoma at l4-5 was performed. A l5-s1 microdiscectomy, a l4-5 laminotomy and placement of an interspinous fixation plate and allograft at l3-4 was performed.